Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization is unknown. Attempts to obtain additional details/potential contributing factors have been unsuccessful; however, as noted, valve embolization is typically a combination of patient and/or procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to edwards implant patient registry (ipr), the valve embolized to the "lv outflow". During investigation and review of medical records, the following was noted: valvuloplasty was performed using 23 x 4 balloon and rapid ventricular pacing. The patient recovered nicely. It should be noted that an intraaortic balloon pump was placed prior to the procedure for support. The valve system was then introduced and passed 50:50 across the valve. This was validated by injecting dye above the native valve. Using rapid ventricular pacing, the valve was deployed. During deployment the valve jump backward into the left ventricular outflow tract. Subsequently the valve became free in the left ventricle. A second valve was then prepared and deployed and this valve seated quite satisfactorily. It was then elected to take the patient to the operating room, and removed the valve in the left ventricle. The system was removed and the valve apparently jumped into the left ventricular outflow tract obstruction. The patient became hypotensive. The clamp was then slipped through the pursestring suture and the prosthesis was pulled away from the left ventricular outflow tract. The patient was then placed for percutaneous femoral-femoral bypass and a heart fibrillator. Small ventriculotomy was made and the valve was pulled out. The ventriculotomy while the heart was fibrillating was closed with 2 felt strips and 3-0 prolene suture. Fibrin glue was placed over it. The patient was defibrillated into a paced rhythm, and he was then weaned from cardiopulmonary bypass quite nicely. The echo showed as it did preoperatively an ejection fraction about 0.35 and moderate mitral regurgitation, but the prosthesis was functioning nicely without any perivalvular leaks.

Manufacturer narrative:
Investigation ongoing.